Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a q-syte closed luer access device leaked during use. The following was reported by the initial reporter: "joint leakage."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/11/2021. H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one unopened unit and one photo. A visual inspection of the device was performed. No damage to the septum or connection between the top and bottom body was observed. The leakage test was performed on the unit in the unactuated and actuated positions. No leakage was observed. Bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a q-syte closed luer access device leaked during use. The following was reported by the initial reporter: "joint leakage".